Event description:
It was reported that during a device change out due to upgrade, high pacing thresholds were observed. The lead was explanted and replaced. Patient was fine during the case and is doing well.